Event description:
A malfunction was reported on the pump, with a malfunction code labeled as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information on how to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again.